Manufacturer narrative:
The following devices were also listed in this report: tritanium revision acetabular; cat# 509-02-58f; lot# jk4pt0. Delta c-taper head 36mm +0; cat# 18-3600; lot# 44288901. Rest ha -5 red nk 155mm strt stm 9x13mm; cat# s-2651-0913; lot# mnm874. Gap plate screws; cat# 2080-0030; lot# mnhl8e. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. It was noted that the device is not available for evaluation. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced.

Event description:
It was reported, postoperative diagnosis: infected total hip arthroplasty. Left hip resection arthroplasty with insertion of cement spacer. Then reimplantation on (B)(6) 2015. New reinfection and resection of all components in (B)(6) 2015.